Event description:
It was reported that the balloon burst easily and when removing the catheter, the tip separated and had to be removed from the vessel with another catheter. No patient injury was reported.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Event description:
Follow up indicated that the catheter tip was retrieved, resistance was noted during extraction of the catheter, which was attributed to the catheter being pulled out. The tip of the catheter stayed inside and the physician had to use another catheter to retrieve the tip. It was confirmed that there was no patient injury.

Manufacturer narrative:
It was indicated that the device was discarded. Without the product being returned a product evaluation could not be performed. It could not be determined if procedural factors or device handling may have contributed to the event reported. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.